Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the rv lead was found to have no capture and a high out of range pacing lead impedance. The lead was explanted and replaced. The device was also removed and replaced due to the advisory for premature battery depletion. Device still had two years remaining longevity. Patient had no symptoms, and was not dependent. The patient was stable throughout procedure.